Event description:
It was found during the investigation of the returned pump that the downstream occlusion (dso) sensor was found to have intermittent failure. Additionally, it was reported that the device had cassette error after testing. There was no patient involvement and no patient harm / adverse event reported.

Manufacturer narrative:
The suspected product was returned for evaluation. Visual inspection and functional testing was carried out. Upon visual inspection lens has moderate scratches. Upon functional testing motor test failed, motor odometer readings exceeded the limit. Event history log was reviewed. The reported complaint could not be replicated upon performing disposable test and priming cassette. The probable cause is downstream occlusion (dso) sensor intermittent failure. E1. Initial reporter phone (with extension): (B)(6). Additional reporter details: (B)(6).